Event description:
It was reported that during a surgical procedure, a component disassembled from the drill attachment during use. The component did not fall into the surgical site, so no medical intervention was required for the pt. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.